Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brushhead ends up becoming loose...making it wiggle back and forth side to side-oral b [device connection issue] white plastic surrounding the metal shaft of the toothbrush, for the head, ends up developing a crack-oral b [device breakage] case narrative: the consumer stated over chat that brush head ends up becoming loose after a few months of operation, making it wiggle back and forth side to side. The white plastic surrounding the metal shaft of the toothbrush, for the head, ends up developing a crack down it. No injury was reported

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brushhead ends up becoming loose making it wiggle back and forth side to side-oral b [device connection issue]. White plastic surrounding the metal shaft of the toothbrush, for the head, ends up developing a crack-oral b [device breakage]. Case narrative: the consumer stated over chat that brush head ends up becoming loose after a few months of operation, making it wiggle back and forth side to side. The white plastic surrounding the metal shaft of the toothbrush, for the head, ends up developing a crackdown it. No injury was reported. Follow up: 03-nov-2025: concomitant product updated.

Event description:
Brushhead ends up becoming loose...making it wiggle back and forth side to side-oral b [device connection issue] . White plastic surrounding the metal shaft of the toothbrush, for the head, ends up developing a crack-oral b [device breakage] . Case narrative: the consumer stated over chat that brush head ends up becoming loose after a few months of operation, making it wiggle back and forth side to side. The white plastic surrounding the metal shaft of the toothbrush, for the head, ends up developing a crackdown it. No injury was reported. 03-nov-2025 (follow up) concomitant product updated. 09-dec-2025 (follow up) product investigation results: no manufacturing cause and no design issue identified.

Manufacturer narrative:
09-dec-2025 product investigation results: complained product received-user handling was identified as root cause for the complaint.